Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn 24305) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message that could not be cleared. The zoll sales representative tried to reset the lifeband multiple times. He also installed a new lifeband, but the error message will not clear. No patient involvement.